Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy image.there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, probable cause is due to the charge-coupled device (ccd) unit damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.